Manufacturer narrative:
A product investigation was conducted: service and repair history: the previous service event for part number 03.641.004 with lot number(s) h430307-10 has been reviewed. The customer called in a service request for this item on oct 08, 2020 for failed calibration. The item was previously returned for service on may 23, 2018 due to failed low. The previous service condition of failed low is relevant to the current complained issue of failed calibration. The manufacture date of this item is feb 12, 2018. The service history review is confirmed. Service and repair evaluation: the customer reported the device failed calibration. The repair technician reported the device failed calibration. The cause of the issue is failed high. The item will be repaired and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 20. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, during evaluation at service and repair it was found out that the socket wrench failed in calibration. There was no patient involvement. This complaint involves one (1) device. This report is for (1) socket wrench for veptr nut. This is report 1 of 1 for (B)(4).